Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system exhibited noise with oversensing and subsequent pacing inhibition which resulted in 4 seconds pauses. The field representative sent electrogram (egm) strips to boston scientific technical services (ts). Ts reviewed and it appeared to be myopotential oversensing; troubleshooting and programming options were discussed. The patient was admitted with respiratory issues due to pneumonia and was on a ventilator, therefore, troubleshooting options were limited. Rv sensitivity was reprogrammed. No adverse patient effects were reported related to this issue.

Manufacturer narrative:
As no further information concerning this report is currently available, and our investigation is complete. This investigation will be updated should further information be provided.